Event description:
It was reported that the customer had an unexpected restart alarm. Customer had changed out the battery because, he had received a battery error message. Customer was unable to confirm any of the alarms because he was unable to remove the unexpected restart alarm message. Customer has tried several times to clear the message but the buttons were not responding. Pump was not exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces and flattened button dome switches. The insulin pump was received with normal operating currents. The insulin pump monitored for several days and no unexpected battery alerts or alarms occurred during testing. The insulin pump passed the error test. No alarms noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.